Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
AED on/off button failed to respond during test using saverevo. No patient involved.

Event description:
AED on/off button failed to respond during test using saverevo. No patient involved.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat¿ from heartsine technologies on the 12th september 2013. The device was returned with the reported fault ¿on off button fail during saver evo testing¿. Information from the history log shows that the device successfully records self-tests from the first pad-pak installation date on the 10th october 2013 up to the last log entry prior to receipt at heartsine on the 19th may 2019. During this time the device was manually power cycled on five occasions all of under 1 minute duration. The device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. During this time the device was manually power cycled multiple occasions via the on/off button passing a manual self-test on each occasion. This is equivalent to approximately 33 months of normal use without fault. Details from the reported complaint stated that the fault was discovered during routine testing of the device on saverevo in which the on/off button was tested. The on/off button was verified during the investigation and using the saverevo diagnostic tool during testing. Therefore, it is possible that incorrect use of saverevo diagnostic test tool may have caused the reported issue. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.